Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, presented alerts for right ventricular automatic threshold (rvat) test detected as greater than programmed amplitude or suspended. Technical services (ts) was consulted to review the data and determine whether the threshold was trending or adjusting, and whether the measurements were accurate or if the feature should be disabled. Ts recommended considering turning off the trend feature and noted that the lower threshold values appeared to be more accurate. No adverse patient effects were reported. This system remains in service. Additional information was received. A health care professional (hcp) requested ts a review of the rvat test data because the results were variable. Ts noted that the test results had been consistently variable and were failing due to intrinsic beats. Ts provided recommendations to address the issue. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead, presented alerts for right ventricular automatic threshold (rvat) test detected as greater than programmed amplitude or suspended. Technical services (ts) was consulted to review the data and determine whether the threshold was trending or adjusting, and whether the measurements were accurate or if the feature should be disabled. Ts recommended considering turning off the trend feature and noted that the lower threshold values appeared to be more accurate. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Gfe sent for follow up about corrective actions. If information is provided in the future, a supplemental report will be issued.